Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that there was a loss of therapy. The patient had a fall related to this issues. The patient has had two falls and the stimulation had not been the same since. An x-ray was taken but no details on it discussed. The manufacturer representative was at an appointment and would attempt to reprogram the patient and was changing the patient to a 2x8 surgical paddle lead configuration as the patient was configured at 2x8 percutaneous lead configuration. The event date was (B)(6) 2015. Additional information was received on (B)(6) 2015 that the patient was seen by a manufacturer representative for reprogramming a few weeks ago. The manufacturer representative spent an hour with the patient trying to re-program her because of her falls but they could not get it to do what it was before her fall. X-rays were done and it showed that the lead had not moved. There were no impedance issues with the system. Another manufacturer representative saw the patient last thursday and again tried to reprogram the patient back to how it felt before her fall and it just did not feel like before. There were no indications that they were not getting therapy. The current plan was for the patient to meet with their doctor to determine next actions. If additional information is received, a follow-up report will be sent.

Event description:
It was further reported that when the patient was seen on (B)(6) 2015, the representative at that time was able to get better stimulation coverage. It was also noted that in addition to all impedances within range, all electrodes were in working condition.